Manufacturer narrative:
The field service engineer cleaned the flow paths between the pressure sensor and sample probe and between the reagent syringe and reagent probe. The gear pump pressure and sample probe water dispense were adjusted. The mixer was adjusted. The sample and reagent probe adjustments were checked; these were acceptable.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas 6000 c (501) module. The sample initially resulted in a lithium value of 2.47 mmol/l and this value was reported outside of the laboratory. The value was questioned by a physician. The sample was repeated twice, resulting in values of 0.75 mmol/l and 0.72 mmol/l. The lithium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.